Event description:
The patient reported that their pes would not load to the start screen, therefore a replacement pes was recommended. As the pes was out of warranty, the patient was directed to acelis connected health for replacement assistance. Several attempts to contact the clinic were made by the patient and the abbott rep to have the required documentation completed for the replacement process. During this time, it has been reported by the patient's hcp that they were hospitalized for chf as a result of the patient being unable to complete readings. Further information has been requested.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system with main unit serial # (B)(6) and one i3 accessory set were received. External and internal visual inspections of unit revealed no discrepancies or discernable damage. A software boot up anomaly was observed as unit boot up was attempted. The handheld touchscreen commands were inaccessible. Patient data backup was unable to be performed due to un-mountable compact flash. The following test steps failed or had an exception: pre-condition check, main unit s/n check, formatting compact flash, barometric sensor (arm), barometric sensor (dsp), accuracy/noise home, and distance home. Customer reported does not load to the main screen - confirmed. Unit was unable to get pass the load/start screen due to boot up malfunction with the compact flash.

Event description:
Additional information received that the patient was readmitted on (B)(6) 2025 as a continuation of the previous hospitalization for hypervolemia. On (B)(6) 2025, the patient had an unrelated rhc performed to assess their volume, which the physician stated was caused by the lack of cardiomems data. The patient remains hospitalized for continued medical management. Pending further information.